Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she changed the battery on the insulin pump numerous times but that the pump is not working. She indicated that she has high blood glucose of 500 mg/dl. Troubleshooting informed customer that battery alarms need to be cleared prior to changing the battery. Customer declined troubleshooting for battery alarms and high blood glucose. Troubleshooting tested for occlusion and tubing was ok and informed customer that they would send a new battery cap to them to rule out any possible battery cap issue. Customer stated that there is no damage to pump.